Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and a 24mm watchman flx delivery system (wds) were selected to be used. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The was sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. The patient passed away.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and a 24mm watchman flx delivery system (wds) were selected to be used. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The was sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. The patient passed away. It was further reported that the patient had pulmonary hypertension and could not tolerate hypoxia or hypercapnia. The official cause of death was respiratory insufficiency followed by shock. The closure device was not implanted due to decompensation of patient. During the examination, the patient experienced shock, most likely triggered by propofol. Noradrenaline therapy was initiated. The patient was intubated and mechanically ventilated. The patient subsequently required resuscitation. Due to her existing multimorbidity, resuscitation was performed according to guidelines, but unfortunately without success.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve access system, part # m635ts80020 batch # 0036602135. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, bleeding (major hemorrhage), vessel trauma (perforation), hypoxia, respiratory distress, and death (shock) (medication and additional device required, resuscitation). Risk review: a risk review was completed and confirmed that the events of hypotension, bleeding (major hemorrhage), vessel trauma (perforation), hypoxia, respiratory distress, and death (shock) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. H6: impact code added. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and a 24mm watchman flx delivery system (wds) were selected to be used. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The was sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. The patient passed away. It was further reported that the patient had pulmonary hypertension and could not tolerate hypoxia or hypercapnia. The official cause of death was respiratory insufficiency followed by shock. The closure device was not implanted due to decompensation of patient. During the examination, the patient experienced shock, most likely triggered by propofol. Noradrenaline therapy was initiated. The patient was intubated and mechanically ventilated. The patient subsequently required resuscitation. Due to her existing multimorbidity, resuscitation was performed according to guidelines, but unfortunately without success.